Event description:
It was reported that following a cardiac catheterization, a 6f angio-seal vascular closure device sts plus was used. The physician experienced strong resistance and was not able to deploy the angio-seal. The patient was taken to the operating room and the angio-seal was removed via cut down of the femoral area. The patient was reported in good condition.

Manufacturer narrative:
Three 6f angio-seal sts plus hemostasis sheaths and carrier tube assemblies were visually inspected and functionally tested. The carrier tube assemblies had been fully inserted into the hemostasis sheaths and were in the full rear-lock position. Two of the three devices had the suture fully extracted; the carrier tube was cut between the bypass tube and the hub on one device. A 0.05" of suture with attached anchor and collagen exited the sheath distal end of the third device. The suture could not be extracted, therefore, the sheath and carrier tubes were slit open and peeled away from the tamper tube. A dried blood-like substance (bls) had affixed the components together. The sheath and carrier tube were kinked at the distal end. The anchor was grasped and the suture was successfully extracted. No functional anomalies were noted during deployment. No other visual anomalies were noted. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the review of the manufacturing traveler and the analysis performed. Based on the information received, the cause for the reported event could not be conclusively determined.